Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfuf1676. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured on the first inflation at 35 atm while being used for post-stent graft dilatation. Reportedly, a slight extravasation was observed just distal to the stent graft and it was suspected the vein was ruptured when the balloon ruptured. The balloon catheter was removed and another was advanced and inflated to tamponade the area. The extravasation resolved and the procedure was completed without further treatment. The patient was reported to be doing fine post-procedure.